Event description:
Enseal tissue sealer would not clamp on the tissue to be cut and sealed.what was the original intended procedure?laparoscopic gastric sleeve.device #1is this a laboratory device or laboratory test?no.